Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. Specific to this case, the IFU states the non-aneurysmal infrarenal aortic neck should have a length of at least 15mm. Although a definitive cause cannot be reported at this time, the short proximal fixation area was likely a contributing factor to the endoleak. We will continue to monitor for similar incidents.

Event description:
A male underwent aaa repair in 2009. The pt's anatomical form was not suitable for aaa repair. The proximal neck length was less than 15 mm. The procedure was conducted as prescribed except deployment of suprarenal stent was performed before deployment of contralateral limb. Main body preparation was performed as labeled. When the distal tip of system was elevated and flushed with the saline, a small amount of leakage was confirmed. The main body delivery system was inserted from the right femoral. The physician deployed the suprarenal stent before deployment of the contralateral limb. Blood leaked from the hemostatic valve of the main body delivery system when the ipsilateral (right) leg delivery system was being prepped for insertion. Then, a large amount of blood leaked when the gray positioner was removed (1820334-2009-00593). A total of 472cc of blood leaked and was salvaged, then it was given back to the pt by a cell saver. Final angiogram revealed a proximal type I endoleak (1820334-2009-00594). The physician ballooned the area again but it was unsuccessful. The physician placed another MFR's stent and the endoleak was resolved. The pt has recovered.